Event description:
It was reported that during a da vinci hysterectomy surgical procedure, a frayed wire was identified on the mega suturecut needle driver instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found the instrument's grip cable to be broken at the distal idler. The idler pulley spun freely and was not damaged. The cable segment was observed to be sticking out at the wrist of the instrument. The other cables at the wrist of the instrument were undamaged. Failure analysis investigation also found the following additional damages: the instrument's distal pulley had mechanical indentations/burrs. There were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded that the mechanical indentations/burrs damage may be due to mishandling/misuse. In addition, the distal end of the instrument's main tube had various scratch marks/abrasions with light material removal and a rough surface finish. The scratches were short in length and were not axially aligned with the tube. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken cable and various scratch marks on the main tube with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.